Event description:
A surgeon provided a spreadsheet of patient data for analysis and assistance preparation of a platform presentation. Upon review of the data, this patient was found to exhibit a 2-line decrease in bcva in both eyes at the 1 month postoperative exam. This report is for the left eye. Additional information has been requested. The fellow eye is being reported on MDR#1061857-2006-00224.

Manufacturer narrative:
This evaluation has not been completed at this time.